Event description:
Rn went to patient's home to change patient's chemotherapy cassette. After placing new cassette in the baxter 6060 pump, the pump read "cassette not installed". After several attempts of pulling out the cassette and reinstalling, the rn replaced the tubing.